Manufacturer narrative:
H3: 81- evaluation is in progress, but not yet concluded. The o2 sensor was replaced and returned to the manufacturer.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) oxygen (o2) sensor could not calibrate, and the central control monitor (ccm) displayed an 'o2 sensor out of range' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the oxygen (o2) sensor to lab use only (luo) testing equipment. The pst observed the o2 sensor voltage in ambient air to be 9.4 millivolts (mv) which is within specification. The sensor calibrated successfully. The electronic patient gas system (epgs) was set to various flow rates and the fraction of inspired oxygen (fio2) setpoints which held accurate and steady o2 blends during the evaluation. Another calibration was then completed successfully. It was determined that the o2 sensor functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.